Manufacturer narrative:
Manufacturer control no. (B)(4). The css explained to the rn the cause for this alarm in this case and why it helps to reduce volume. The css told the rn that it is safe to reduce the volume to the balloon as low as 27cc. There was no reported patient death or injury. Additional information received on 03/19/2012 from the rn stated that after the phone call to the css, the pump continued to alarm and they reduced the volume to 30cc. The pump continued to alarm, the volume was reduced to 27cc and the pump stopped alarming. Sample will not be returned for evaluation.

Event description:
Reference MDR #1219856-2012-00118 for the first event involving the same patient. It was reported that the rn needed help troubleshooting a frequent helium loss alarm that is occurring at start up every time they try to run the pump. The rn stated that this is the second intra-aortic balloon (iab) placed. This iab was inserted via the same insertion site as the first iab. They are now getting "helium loss 2" alarms. They had tried to use another pump, but continue to get the same alarms. The rn stated that there does not appear to be any tortuosity to the vessel and the insertion angle is at 45 degrees. The clinical support specialist (css) had the rn decrease volume to the balloon to 36cc and initiate pumping again. The pump ran about 2 minutes in 1:1 and the pump alarmed again. The css had the rn decrease the volume down to 32cc. The css waited on the line for 10 more minutes with no alarm sounding.